Event description:
The user facility reported that during a diagnostic cardiac catheterization procedure, using the acist angiographic contrast injection system, model cvi and a cordis eba 3.5 catheter, a dissection of a patient's coronary artery (left main and circumflex) occurred (date of event 2009). The patient experienced chest pain and st segment elevation. Surgery was performed on the patient to repair the dissection. The patient died in 2006. The hospital's charge technologist - radiology reported that the cause of the event was the eba 3.5 catheter placed deeply into the left main coronary artery.

Manufacturer narrative:
Acist's medical advisory board member contacted the hospital's charge technologist - radiology and discussed the event. Per this discussion, acist's medical advisory board member state that the root cause of the event is catheter-related dissection. Although there is no evidence of malfunction of the acist angiographic contrast injection system, model cvi, the injection system is requested to be returned to acist for testing, per acist's standard procedure. The cvi injection system has been in use at the hospital since the event occurred. The acist sterile disposable kits were requested to be returned, but due to the one-month lapse between the event and the report to acist, these had already been discarded by the hospital.